Event description:
As reported by legal, that a patient had a right knee optetrak implant date: (B)(6) 2017 with revision date: (B)(6) 2022. Reason for the revision was not reported. No additional information provided.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
As a result of additional information received, the following sections have been updated: b4, g3, h2, and h6. Investigation has been re-opened. Additional information and/or investigation conclusion will be reported within 30 days of receipt.

Event description:
As reported via legal documentation, this patient underwent right total knee replacement surgery on (B)(6) 2017 where he was implanted with a recalled optetrak polyethylene tibial insert. On (B)(6) 2022 they underwent right total knee revision surgery due to accelerated and preventable wear of the optetrak polyethylene tibial insert and loosening of the femoral component, approximately 4 years 8 months after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0019-2022.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of both prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the prosthesis wear and femoral loosening cannot be determined as the device(s) were not returned for evaluation, and images, radiographs, and operative notes were not provided.

Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.